Event description:
The medical professional reported that the patient was in the ICU with bradycardia and other issues (not alleged against vns) and they thought the bradycardia could be related to the vns. The tc went to check the device and diagnostics were normal. Update was provided from the hospital staff that the device was disabled with the magnet and the bradycardia improved, heart rate went up to ~90 bpm within a half hour. They requested that the device be turned off. No further relevant information has been received to date.

Event description:
The medical professional reported that the patient was in the ICU with bradycardia and other issues (not alleged against vns) and they thought the bradycardia could be related to the vns. The tc went to check the device and diagnostics were normal. Update was provided from the hospital staff that the device was disabled with the magnet and the bradycardia improved, heart rate went up to ~90 bpm within a half hour. They requested that the device be turned off. No further relevant information has been received to date.

Event description:
Additional information was received from the patient' s neurologist. It was stated that the patient' s full history of cardiac events is unknown, but medical records indicate that the patient had a history of afib on digoxin. The patient presented to the hospital with lethargy and was found to have severe bradycardia which the on-call neurologist thought was related to vns. The device was turned off and the patient was managed with atropine and dopamine. He stayed in the hospital for 13 days. The event has not recurred. No further relevant information has been received to date.